Event description:
On 11/17/1999, the facility's o.r. Supervisor informed the manufacturer's senior accounts mgr of the following: the device was attempted to be implanted and it would not flush. It was requested that the device be returned to the MFR. The report also states that it is believed the device was not implanted. No further details were provided.